Manufacturer narrative:
(B)(4). Internal file number - (B)(4). User facility sus voluntary event report #mw5073956. The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. The reported patient effect of tissue damage is a known inherent risk of the procedure. The reported entrapment (inability to remove the device and treatments appear to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue. - user facility sus voluntary event report336993 mkc_1-009001ea4803bd87e.pdf.

Event description:
Subsequent to the initial MDR report, user facility sus voluntary event report #mw5073956 was received stating: the patient was post stent placement to the left anterior descending artery. The physician attempted to place the perclose vascular device to close the arterial puncture to the right femoral artery. During deployment of the device, the device malfunctioned resulting in non-closure of the femoral artery and the inability to remove the existing device from the artery without causing injury to the artery. A vascular surgeon was consulted. He took the patient urgently to the operating room for cut down and removed the perclose device. Possible damage to the right femoral artery noted. Diagnosis or reason for use: artery closure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device via a 6f sheath after a left anterior descending (lad) artery stenting with carotid angio interventional procedure. Reportedly, while advancing the proglide device into the anatomy an odd sensation was felt and it was noted that the device had separated at the junction of the proximal guide and distal guide portion of the device. The distal guide remained in the patient anatomy. There was no unusual resistance when advancing the device into the anatomy. The patient was sent for cut down surgery. During the surgical cut down procedure, it appeared that the sheath must have been through both the vein and artery which the interventional procedure was completed through. The proglide must have sutured the vein and artery together. The physician felt that the stick was the issue, not the device. Both the artery and vein were replaced. The patient was stable. Hospitalization was prolonged due to the surgical intervention. The physician is reportedly trained in the use of the proglide device. No additional information was provided.